Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the aspiration needle had a piece detach during a procedure. After the procedure the patient was taken to recovery for further observations. The patient was observed coughing which was normal for post ebus cases. It was an uneventful procedure. When monitoring in recovery the patient suddenly coughed up once and he was given tissue paper and advised to spit out. There was some small amount of blood present in the tissue. The patient stated that he felt something and upon checking he saw a 2 cm small plastic tube. There was no further event noted. There were no reports of patient harm.

Manufacturer narrative:
H6 - b01 and b11 are replacing b17 as the device has been received and evaluated c07006 is replacing c20 this supplemental report is being submitted to provide the results of the final investigation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the pebax heat shrink layer appeared brittle, compressed and was cracked along the length of the deployed portion. The pebax heat shrink layer of the needle component was torn off. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the aspiration needle had a piece detach during a procedure. After the procedure the patient was taken to recovery for further observations. The patient was observed coughing which was normal for post ebus cases. It was an uneventful procedure. When monitoring in recovery the patient suddenly coughed up once and he was given tissue paper and advised to spit out. There was some small amount of blood present in the tissue. The patient stated that he felt something and upon checking he saw a 2 cm small plastic tube. There was no further event noted. There were no reports of patient harm.